Event description:
Boston scientific crm received information that this previously-abandoned lead was associated with a reported patient infection. Explant of the patient's system is being considered.

Event description:
--

Manufacturer narrative:
Subsequently, it was reported that this lead remained surgically abandoned but was not explanted.

Manufacturer narrative:
This report will be updated if additional information is received.